Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed two devices were returned in the same carton. The devices were outside of original packaging without anchors or suture. Both of the devices are in the t1 pre-deployment position indicating both t1 and t2 were deployed manually. Neither device appears to be curved more than intended. A functional evaluation revealed the one device functioned as intended while the second device could not be functioned properly. The second device is jammed. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscal repair, inside the patient, using fast-fix 360 curved ndl delivery sys, after t1 was already implanted t2 pre deployed through the meniscus and was removed from the patient. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.